Event description:
A sales manager at galil medical called to report an issue with presice serial (B)(4) prior to a lung case at (B)(6). During testing, with the pt under anesthesia, the regulator was reading a pressure of 3500 psi while the system was reading between 140-150 psi. Mary contacted galil's service department but the case had to be cancelled.

Manufacturer narrative:
Galil medical service personnel visited the site and investigated the system. The regulator was determined to be malfunctioning and was replaced. The system was tested and found to be in good working order. Galil medical's system user manual instructs users to set up the system and test the needles prior to anesthetizing the pt. When the system instructions are followed, there would be no risk to the pt of a regulator malfunctioning. However, in this case, the pt was under anesthesia and the case had to be cancelled, resulting in an unnecessary procedure for the pt. No pt injury was reported in this event.